Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported scratches on the screen and they are unable to read. The customer believes it is from wear and tear. The insulin pump will return. The customer's blood glucose is unknown.